Manufacturer narrative:
The product involved in the report has not been returned for evaluation a review of the device history record is in-progress. All information reasonably known as of 19 dec 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported that immediately after intubation an air leak occurred. The tube was removed, and the patient was reintubated with a new tube. There were no reports of therapy delays, harm, or injury resulting from this event.

Manufacturer narrative:
The complaint product was returned to the distributor for evaluation, and the reported event was confirmed. Functional testing of the returned product identified a hole in the cuff. The root cause could not be determined. A review of complaint history identified twelve additional complaints involving the same part and a similar issue within the 24 months preceding this reported event. No additional trends were identified at this time. Continued monitoring will remain in place to detect any emerging trends. The device history record for lot 2506dl1620d was reviewed, and confirmed that the product was manufactured according to specifications. All information reasonably known as of 03 mar 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife represents all of the information known at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported, but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the airlife holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement, and should not be considered to be an admission that an airlife product is defective, caused, or contributed to a serious injury.

Event description:
It was reported that immediately after intubation an air leak occurred. The tube was removed, and the patient was reintubated with a new tube. There were no reports of therapy delays, harm, or injury resulting from this event.